Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle was returned for evaluation. Gross and microscopic visual and functional testing were performed. The investigation is confirmed for the reported needle fracture and suction issues as multiple cracks were observed on the needle hub. During functional testing, a leak from the needle hub was observed upon infusion of the device; however the needle did not fully aspirate water and air was noted within the syringe. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 01/2023).

Event description:
It was reported that during a port placement procedure, the hub of the needle was allegedly cracked. It was further reported that the device was allegedly unable to draw blood. The procedure was completed using another device. There was no reported patient injury.